Manufacturer narrative:
Other relevant device(s) are: product ID: vnmf3428c173tu, serial/lot #: (B)(4), ubd: 02-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 300mm diameter thoracic aortic dissection,at the level of the kommerells diverticulum. It was reported that during the index procedure the patient had an aberrant right subclavian which was plugged to occlude it. Post-operatively the patient had a cold right arm. It was noted that the brachial artery was injured and had to be repaired. The patient awoke with paralysis distal to t6. A spinal drain was placed and the mean arterial pressure was elevated. The patient has not recovered at this time and has no movement below t6. As per the physician, the cause of the event is anatomy related. No additional clinical sequelae were reported and the patient will be monitored.